Event description:
The customer contact reported a tubing separation. Prior to pt use while priming the tubing with saline, the tubing separated from the distal filter connection. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
One used device was evaluated. Testing found the tubing had separated from the filter. This was due to insufficient solvent application.